Manufacturer narrative:
Title: laparoscopic tension-free abdominal wall repair: impact of mesh size and of different fixation devices in a consecutive series of 120 patients source surg laparosc endosc percutan tech, volume 24, 2014 (461-464) article number: 5. Date of publication: 05 december 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature source of a study performed between march 2005 to september 2011 regarding the impact of mesh size and fixation devices on short-term outcomes in a consecutive series of tension-free laparoscopic abdominal wall repairs, data for 120 consecutive, unselected patients undergoing tension-free laparoscopic incisional (n=63) or umbilical (n=57) hernia repair were prospectively collected. Four transparietal sutures are applied at the 4 corners of the mesh to suspend and precisely place the prosthesis below the defect. The mesh is fixed using absorbable tacks placed every 2 cm along the perimeter of the prosthesis. It was stated that there were complications such as seromas (n=13), skin necrosis (n=1), port site bleeding (n=1), bladder perforation (n=1).